Event description:
The customer reported est failed due to inhalation autozero solenoid cannot open. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) clarified est failed due to exhalation autozero solenoid cannot open, not due to inhalation autozero solenoid cannot open. .